Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an 840 ventilator the display did not turn on intermittently. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The service engineer (se) found that the display was intermittently blank and distorted. The se replaced the graphical user interface (gui) printed circuit board (pcb) and the unit passed all testing and operates within the manufacturer specifications. If information is provided in the future, a supplemental report will be issued.